Event description:
It was reported that the patient had a low flow and high pulsatility index (pi) on (B)(6) 2023. Periodic log files at the lower speed revealed a decrease in power and flow over the precious few months. Log files revealed a few low flow flags that were not sustained for long enough to activate an audible alarm. The cause of the low speed, power, and flow alarms and high pi was likely arrhythmia. The alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow events were captured in the submitted log files. The account communicated that the low flows were likely due to arrhythmia. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this investigation. Review of the submitted log files revealed intermittent low flow faults that did not last long enough to trigger low flow alarms. Of note, in the controller periodic log file, speed was lowered from 5800 revolutions per minute (rpm) to 5600 rpm, and then was changed again to 5400 rpm. Pump power and flow decreased accordingly with the change in speed. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Per additional information, the cause of the low flows and high pi was likely arrhythmia. The low flows and high pi reportedly resolved. The patient remains ongoing on heartmate 3 (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1, ¿introduction,¿ provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.